Event description:
It was reported that during a procedure a magnetic map shift occurred. The map shift was remarkable (approximately 2 cm). The physician was manipulating the catheter trying to get back to a specific location in the left superior pulmonary vein using fluoroscopy. He was posterior but the map showed anterior and unable to reach a pre-acquired location on the fast anatomical mapping (fam) map. This issue is not indicative of a reportable event. However, the procedure ended being aborted after remapping the left atrium and noting the significant map shift. While the user was removing patch unit sensor cables, they noticed that sensor 2 and 3 pin connectors were swapped. At the point of the case being cancelled, the patient had been under general anesthesia for approximately 2 hours. A transseptal puncture had been performed prior to the case cancellation. Patient's age, gender, and chronic health condition or major medical history was not provided. The patient did not require extended hospitalization due to the procedure cancellation.

Manufacturer narrative:
It was reported that during a procedure, a magnetic map shift occurred. The case was cancelled and at that point the patient had been under general anesthesia for approximately 2 hours. A transseptal puncture had been performed prior to the case cancellation. The fse went to the hospital and performed relevant tests and the system passed all of them. The system was found ready for use. Map shift issue reported could not be duplicated. However, according to c3 instructions for use, in rare cases, the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted). Due to such internal anatomic displacements, there might be misalignment of the map to the heart location. When in doubt, close the current map and begin a new one. DHR review was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).